Event description:
Philips received a complaint regarding the heartstart mrx, indicating that it does not recognize the plates. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device on-site and determined that the paddles are not being recognized due to a malfunction in the therapy port. The therapy port was replaced to resolve the issue. The device will remain at the customer site, and no further evaluation is warranted at this time. Based on the available information and conducted testing, the cause of the reported problem was determined to be a malfunction of the therapy port. The therapy port has been replaced to resolve the issue. It has been concluded that no further action is required at this time. However, if additional information is received, the complaint file will be reopened.